Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx coronary drug eluting stent to treat a lesion in the ostium of the left anterior descending (lad) artery. The device was inspected with no issues. Negative prep was performed with no issues. It was reported that inflation difficulties occurred during balloon inflation, after advancement into the lesion. It was also reported that the stent could not be retrieved totally into the guiding catheter, as it was stuck at the tip, and the whole system had to be pulled out in order for the stent to be retrieved successfully. After removal, the stent struts appeared crushed into each other. The patient is alive with no injury.

Manufacturer narrative:
Product analysis summary: a tear was evident on the distal shaft starting at the guidewire entry port and extending distally along the inner and outer lumen. The inner and outer lumen material was jagged and uneven at the tear site. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the distal shaft. The balloon failed to maintain pressure. Upon visual inspection, the leak site was observed to be at the section of the distal shaft where the inner and outer lumen were torn. The stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. No deformation evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most due to the deformation in the guidewire lumen. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion treated had 70% paraostial stenosis. Excessive force was not used during delivery. Two stents were successfully deployed in the mid lad prior to this event, with no pre-dilation. These two stents inflated and deflated easily. After positioning the resolute onyx stent, the indeflator was inflated up to 10 atms but pressure fell immediately. This was repeated several times and a new indeflator was used but the issue reoccurred. The stent was withdrawn till the ostium of left main and then the whole system was removed with ptca wire and the non-medtronic guide wire. The first strut near the left main was slightly opened. The procedure was completed using a new guide wire, the same indeflator and non-medtronic drug eluting stent that inflated easily. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.